Manufacturer narrative:
Correction number: 1627487-07262012-002-r. The ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-24282, 1627487-2013-24284. Per the manufacturer's database the patient was implanted with two scs systems. The patient also received two scs leads from the same lot number. It is undetermined which system(s) are affected in the event, therefore, all devices are being reported. It was reported the patient's scs system was explanted. The reason for the explant is undetermined at this time. No additional information is available.